Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. Reportedly, the absolute pro stent delivery system was advanced to the right cephalic vein. It should be noted that the absolute pro instruction for use (IFU) states: the absolute pro vascular self-expanding stent system is indicated for improving luminal diameter in patients with de novo or restenotic atherosclerotic lesions in the native common iliac artery and native external iliac artery. It is unknown if the IFU deviation contributed to the reported difficulty. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a cause for the reported inaccurate delivery. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was performed to treat a lesion with no calcification in the right cephalic vein. A 10.0/40 mm absolute pro stent jumped distally during deployment. The stent was placed partially in the lesion and partially in healthy tissue. An additional non-abbott stent was used to treat the remaining part of the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).